Manufacturer narrative:
(B)(4). B5: describe event or problem, additional information. D9: device returned to MFR, additional information. D9: date device returned, additional information. G3: date received by mfg, additional information. G6: type of report, updated/follow-up. H2: type of follow up, additional information/device evaluation. H3a: device evaluated by mfg, additional information. H6 codes: type of investigation, additional information.

Event description:
It was reported that a detached or missing sensor wire occurred. The g7 wearable product was received and evaluated. An external visual inspection was performed and no damage was found. The allegation was not confirmed. Customer complaint is not confirmed; wearable has no abnormalities. The applicator product was received and evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and failed. Customer complaint was undetermined as it cannot confirm nor deny reported allegation with the return product. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient submitted an online report regarding a sensor failure. On (B)(6)2025, the patient called to report that the sensor wire remained in the skin after sensor removal. The patient stated that he was unaware the wire was missing until noticing a small bump at the needle puncture site on (B)(6)2025. Over the following days, the bump developed into swelling approximately one inch in diameter. The patient described the area as mildly painful, similar to a bee sting when touched. On (B)(6)2025, the patient visited an urgent care facility, where an ultrasound confirmed the presence of a wire measuring approximately 1 mm thick and 425 mm long/deep at the puncture site. During a follow-up call on (B)(6)2025, the patient reported speaking with his doctor and was awaiting approval for an x-ray and a possible minor procedure. On (B)(6)2025, the patient called again and stated that he was scheduled for an x-ray and potential minor procedure on (B)(6)2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.